Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a vessel. A 12.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient is in good condition.